Event description:
It was reported that the insulin pump alarmed compromised force sensor system during prime. Customer stated the insulin squirted out and tried different set but the same thing happened. Troubleshooting was done. Customer's blood glucose was 10.3mmol/l. Customer reported that the drive support cap was sticking out. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. Customer reported also high blood glucose ranging to 12-17mmol/l. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.